Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set leaked where the spike was connected to an unknown intravenous (IV) solution bag. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.